Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd extension sets was returned to the clinic completely covered in dried 5 fluorouracil and appeared to be leaking at the connection site. It was reported it is unknown how much leaked out, there was 3.7 ml remaining and the end user turned the pump off and went to the clinic as soon as he observed the problem. Per reporter the patient infusion started on (B)(6) 2021 and the device was returned on (B)(6) 2021. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1 - product problem